Event description:
Device was sent for customer's family member. The customer stated that their cousin felt ill and was taken to an out pt clinic where a lab comparison was performed. The device was stated to be providing normal results, but the lab showed elevated results. Controls were in use. A request was made for the return of the suspect device and replacement product was sent.